Manufacturer narrative:
New information notes that the initial event date should be (B)(6) 2020

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient complained about phrenic nerve stimulation. Upon interrogation, it was noted that the left ventricular impedance and threshold were high. An x-ray was performed and did not show any lead movement and the patient had no consequences. The lead was reprogrammed. The patient was stable.